Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) grade 4. The clip was advanced to the mitral valve and the clip was placed in a2/p2 with good mr reduction. Final arm angle was established with no problems. However, when establishing gripper line removability, the gripper line could not be removed. The gripper line could not be pulled on one end without the risk of tearing it. Fortunately, the grippers still worked and there was no problem lowering or raising the grippers to remove the clip. The clip was not implanted and the cds was removed. A new xtr clip was implanted in the same location, reducing mr to 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported inability to remove the gripper line was not confirmed via returned device analysis. It was observed that one end of the gripper line was deformed (appeared to be wavy). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, a cause for the inability to remove the gripper line could not be determined. The discrepancy between what was reported (unable to remove gripper line) and what was observed (no issue removing the gripper line) is possibly due to compressive forces on the gripper lumens while in anatomy or procedural conditions (unintended curves on the device, anatomical conditions, etc.) That caused increased tension on the device and contributed to the inability to remove the gripper line. However, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.